Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and was unable to retrieve r wave measurements during the implant procedure. Troubleshooting was performed and the lead was successfully implanted with all lead measurements within normal range. Subsequent information was received that the rv lead had dislodge one day post implant with no r wave measurements. A revision procedure was performed and the lead was successfully repositioned. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information provided by the field representative indicates that there was decreased sensing, increased pacing threshold measurements and the lead had pulled back as a result of the device moving in the pocket and pulling the slack out of the lead. The lead was not repositioned, but rather slack was added back. No additional adverse patient effects were reported.